Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient reported getting out of bed and recalling walking into the kitchen but did not remember going into the bathroom, where loss of consciousness (loc) occurred, resulting in a fall and facial injury after striking the tub. No cgm value or fingerstick blood glucose (fsbg) readings were obtained before or during the event, and the patient was unable to recall the last cgm reading. The duration of unconsciousness is unknown. Upon regaining consciousness, the patient noted significant facial bleeding and experienced shaking and lightheadedness, leading to suspicion of hypoglycemia. The patient self-treated with sugar tablets, after which symptoms improved. At that time, the cgm was not displaying a glucose value and instead showed a brief sensor error message. The patient removed the sensor following the event. The duration of bleeding is unknown, and only bruising was reported as a result of the fall and there is no report of medical intervention or long-term effects. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.